Manufacturer narrative:
Insulin pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Insulin pump had cracked case at display window corner, battery tube threads, and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.